Event description:
Discrepant advia centaur cp troponin ultra results were obtained on patient samples. The results were reported to the physician. Upon retest, corrected results were reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discrepant advia centaur cp troponin ultra results were obtained on patient samples. The results were reported to the physician. Upon retest, corrected results were reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to the cuvette lift error and the bent reagent probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to the cuvette lift error and the bent reagent probe. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.